Manufacturer narrative:
Additional information: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient's contact called back on (B)(6) 2020 while receiving a patient line is blocked alarm during drain 1. They reported that while the patient was hospitalized they had a manual drain of 15000 ml on the date of the event. The patient's treatment data was reviewed and there was no inidcation of an overfill. However, based on the patient's alleged15000 ml drain the patient's cycler was replaced for increased intra-peritioneal volume (iipv) with a drain volume which is 750% of the patient's prescribed fill volume of 2000 ml. The patient was advised to notify their pdrn. The reported cycler was scheduled to be returned. Upon follow up with the pdrn the alleged 15000 ml drain volume was not confirmed. The pdrn indicated that the patient continued to use the reported cycler after their hospitalization and had not experienced any adverse events, serious injuries, nor required medical intervention. The patient has continued to drain less than they expected. The patient did receive the replacement cycler however they have decided they will discontinue pd treatment and revert to hemodialysis treatment on an unspecified date. The pdrn is unsure if the patient has returned the reported cycler.

Manufacturer narrative:
Corrected information: a4 (inadvertently omitted).

Manufacturer narrative:
Plant investigation: a second investigation was performed with the additional information received. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient hospitalization for fluid overload and uremia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the device. Although the patient¿s spouse reported the cycler not completely draining the patient, no treatment data was provided, and the spouse stated there were no alarms received. No issues were called into technical support. The patient was able to manually drain at the hospital without issues. The peritoneal dialysis registered nurse (pdrn) inquired if the patient was changing position during treatment on the cycler to ensure complete draining, but the spouse said they do not wake up unless there is an alarm. The patient continues to utilize the same liberty cycler post-discharge and no additional issues have been reported to technical support. Based on the limited information and no treatment data or hospital records for review, it cannot be concluded if the liberty select cycler could have caused or contributed to the patient¿s fluid overload and uremia with hospitalization.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient is in the hospital for an unknown reason. Upon follow up the pdrn stated that the patient presented to the hospital on (B)(6) 2020 with nausea, vomiting, and confusion. The patient was admitted and subsequently diagnosed with fluid overload and uremia. The patient¿s spouse had reported that the liberty select cycler did not completely drain the patient for two nights prior to the hospitalization and no alarms were reported. The patient¿s net ultrafiltration (uf) was approximately -200ml on both treatments. The patient usually has a net uf of approximately 600ml. No device issues were reported to technical support prior to the hospitalization. The patient was able to drain successfully with manuals while hospitalized which resolved the uremia and fluid overload. The patient was discharged to home on (B)(6) 2020. No additional hospital details were provided. The patient continues to utilize same liberty select cycler for pd therapy, however; the spouse reports that the patient is still having drain issues. The pdrn has added two manual drains to the patient¿s prescription and has continued to troubleshoot with the patient including suggesting positional changes during the treatment.